Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based on the device damage that was reported, the most likely cause for the reported failure can be attributed to misuse/mishandling.

Event description:
It was reported that during a bmc preparation with an angel system during bone marrow aspiration process a part of the device broke off. The surgery was finished successfully with a different device (other trocar) by switching the surgical technique. It was not necessary to do a second surgery. Update avoe 11-apr-2022 it was confirmed that the connector didn`t keep under pressure even after changing the syringe. Update avoe 12-apr-2022 it was further confirmed that no part of the device broke off. A small crack caused the pressure error.